Event description:
It was reported that an overinfusion of heparin occurred. The pump was set to infuse at 25cc/hr and the bag was found empty within 2 hrs after the start of the infusion. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 12/23/97: the pump was returned and visually and functionally tested. The instrument had not been serviced by the MFR since original shipment to the user facility. The factory seal was broken. Both channels were tested fro rate and volume accuracy. Channel a performed within MFR's specifications, however, channel b overinfused. Further evaluation of the the pumping mechanism revealed a 4-40 screw .61 inches used to secure the seal-retaining bezel, in addition to a washer, hex nut, and ground lug and wire. It should be noted that the parts lists on the device front case calls for a 4-40 screw .5 inches. The long screw used protruded thru the front case prevented the channel b pumping mechanism from properly seating flush to the front case thus allowing freeflow. The user will be instructed to refer to the maintenance manual which states."anytime a pc-2 is removed from service for repair, or has been subjected to service requiring the case to be opened, a comprehensive operational performance test should be performed, including a volume/rate/time test."